Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6, h11. 3 previously reported events are included in this follow-up record. Product return status: 3 devices were received..

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. - 3 events had no patient involvement; no patient impact.

Event description:
This report summarizes (B)(4) malfunction events in which the device had a component detach. - (B)(4) events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events (B)(4) events were reported for this quarter. Product return status (B)(4) devices were received. (B)(4) device investigation type has not yet been determined. Additional information (B)(4) devices were not labeled for single-use. (B)(4) devices were not reprocessed or reused.